Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges an area around his/her eyes are itchy (tears contains salt). The mouth goes numb. The patient feels dizzy. There is no allegation of serious or permanent harm or injury. The patient consulted his/her family doctor, but his/her claim has gone unanswered. The device will not be returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.